Event description:
Ems personnel were attempting to treat a cardiac arrest pt. While attempting to monitor the pt's ECG rhythm the device displayed only excessive artifact in all lead configurations. Reportedly the first responders AED was still attached to the pt which allowed for the continuation of treatment. The monitoring electrodes were replaced with no change until the pt was being transported and the device spontaneously started functioning properly. There were no adverse effects to the pt reported as a result of the alleged malfunction.